Event description:
The lay user/patient contacted lifescan in 2007, and alleged that her one touch ultra meter was giving inaccurate erratic readings. The medical affairs specialist was not able to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred one the same day, at 5:30 pm when she obtained a result of 238 mg/dl. It is not known if the patient was experiencing any symptoms at the time of the result. She took her usual dose of 30 units (humalin n) following the result. She also mentioned experiencing symptoms of shaky and sweaty after the reported issue began (not clear if symptoms began before or after taking the insulin). The patient had retested with results of 90 mg/dl and 106 mg/dl, which fall within precision specifications. The patient did not receive any medical attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were within expiration/discard dates. The patient's testing technique and puncture area cleaning were reviewed to be correct. She did not have any control solution and therefore, a quality control check could not be performed. This complaint is being reported because the patient alleged she experienced symptoms suggestive of hypoglycemia after the reported issue began. After the first reported result, she took insulin; so a comparison between this result and the two results cannot be performed. These two subsequent results are within specifications. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.